Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus australia (oaz). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oaz, there was the possibility that this phenomenon was attributed to the accidental failure of the electrical component for video transmission on the electrical circuit board, because more than three years had passed since the manufacturing of the subject device. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported event was duplicated, and also that the video connector socket was loose and corroded. Then, (B)(4) exchanged the video connector socket to new one. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the routine maintenance of the subject device by the biomedical engineer of the facility, it was found that the image of the subject device was not displayed while certain endoscopes especially duodenoscopes was connected to the subject device. There was no report of patient injury associated with this event.